Event description:
On (B)(6) 2011, pt reported he is having issues with the up button on the infusion device. Pt stated he noticed the issue about a month ago when he was trying to bolus. Pt reported the button will work intermittently. Pt stated he noticed when he attempted to bolus, the infusion device wouldn't vibrate. Pt stated he looked at the infusion device and the device didn't recognize the button press. Pt reported the button does pop back up. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.